Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings. The customer¿s blood glucose was 47 mg/dl. Customer did not provide details on how they treated their blood glucose levels. The customer stated that the sensor calibrated. Customer reported sensor glucose versus blood glucose differences. The product will not be returned for analysis.